Event description:
It was reported that the patient presented in clinic for a device check. During interrogation the device exhibited-elective replacement indicator and end of service. After a successful download, the device resumed normal function. The patient was stable and would be followed normally.